Event description:
It was reported that a user experienced repeated scan errors when attempting to pair a new continuous glucose monitor (cgm) sensor with the ilet mobile app, despite multiple rescans and uninstall/reinstall of the app; pairing was successful only after switching to a different new cgm sensor, which then entered warmup. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Customer care provided support that included technical troubleshooting steps and consultation with the cgm manufacturer for replacement coordination. Investigation of this case revealed a suspected sensor or communication malfunction attributable to the initial cgm component, with normal performance observed after use of a replacement sensor. It was concluded, based on previously established findings for similar reports, that the cause was a faulty external cgm sensor rather than an ilet device malfunction.